Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the infusion set cannulas were bent. Customer's blood glucose was over 100 mg/dl. Customer went to the hospital but was not hospitalized. Customer will not be returning the device for analysis.